Manufacturer narrative:
It was reported that "we have had employee complaining about the surgical mask breaking their face out with hot bright red rash." It was reported that "employee's eyes and face swelled, neck had blistering and rash where mask sat around neck" and "face had blistering and rash where mask was in contact with skin." The facility contact stated, the "employee went to urgent care" and "received steroids to help with reaction to masks." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Employee complaining about the surgical mask breaking their face out with hot bright red rash."